Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there two defective pcu (8015) keypads with serial number (B)(4)resulting in the devices not powering on, as well as a defective pcu (8015) keypad with serial number 15763816 with keys 1,4, and 7 not working. There was no patient harm. The issues were noted prior to patient use.

Event description:
It was reported that there two defective pcu (8015) keypads with serial number (B)(6) and (B)(6) resulting in the devices not powering on, as well as a defective pcu (8015) keypad with serial number (B)(6) with keys 1,4, and 7 not working. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.